Event description:
It was reported by service report that the gas fowler cylinder would not raise. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, gas spring trip.